Manufacturer narrative:
The device was returned and the evaluation found nozzle had foreign objects due to insufficient cleaning. Customer reported yes they cleaned, disinfected, and sterilized the device before sending it back; there were no abnormalities in the accessories used for reprocessing; yes they wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and there were no concerns about the reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Establishment address: (B)(6).

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object came out of the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide corrected information and additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there may have been deviations from the device instructions during customer reprocessing (customer could not confirm whether the air/water nozzle was flushed or whether there was a delay in device precleaning). A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.